Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of aortic stenosis with a gore® excluder® aaa endoprosthesis and three gore® viabahn® endoprostheses. Reportedly, pre-operative imaging did not show evidence of an aortic aneurysm. The physician elected to build a "bifurcated case" whereby, an iliac extender component was positioned and implanted just below the lowest renal artery to the level of the aortic bifurcation. Three viabahn endoprostheses were then implanted for distal extension bilaterally into the common iliac arteries. Distal flow through the occluded and stenotic iliac arteries was reported to have been restored without complication. Reportedly, after routine touch up ballooning within the proximal portion of the iliac extender component, intra-operative imaging identified a noticeable blush ~3cm distal to the lowest renal artery. Additional imaging with contrast, showed the aortic wall appeared to have ruptured near a large, patent lumbar artery. It was reported the rupture possibly occurred from the sudden expansion of the patient's thrombotic, calcified and friable aortic wall during ballooning. It was reported a transfusion of 2 units of blood products were administered to the patient due to the blood loss. The amount of blood loss is reportedly unknown as the blood appears to have been contained in the patient's retroperitoneal space. There were reportedly no other clinical complications from the rupture other than an episode of hypotension. A palmaz sent was implanted to provide additional radial force over the ruptured area. Final angiography showed the rupture appeared to have resolved, as no additional bleeding was detected. The patient left the operating room in stable condition with no further adverse events reported. On (B)(6) 2016, it was reported the patient suffered a cardiac event and expired.